Event description:
The customer reported while unloading a patient from the ambulance, the safety bail on the head end of the stretcher allegedly did not engage with the safety hook therfore; the stretcher fell to the bumper and tipped over. The patient was reported to have possibly hit their head and was treated in the ER for an abrasion. The stretcher will be evaluated at ferno. No further details were provided.

Event description:
The customer reported while unloading a patient from the ambulance, the safety bail on the headend of the stretcher allegedly did not engage with the safety hook and the stretcher fell to the bumper and tipped over. The patient was reported to have possibly hit their head and was treated in the ER for an abrasion. The stretcher will be evaluated at ferno. No further details were provided.

Manufacturer narrative:
The stretcher was returned to manufacturer and a visual and functional evaluation was conducted. There were no observations of mechanical issues that would contribute to the stretcher not engaging with the hook. There were no observations of strike marks from a drop and the safety bail swung freely through its motion and engaged with hook every time during the unloading cycle. It is suspected the event was attributed to unintentional use error.